Event description:
The customer reported to olympus, the image was deteriorated on the hd 3cmos autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered disconnection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image distortion occurred due to communication failure caused by cable failure due to cable kinks. In addition, the cause of the cable failure could not be surmised. Olympus will continue to monitor field performance for this device.